Manufacturer narrative:
(B)(4).

Event description:
The consumer¿s family member reported that the setting the patient was on did not seem to be working as the patient was getting up 5-6 times per night and changed pads 7-8 times day. The family member wanted help to change the patient¿s setting. It was noted that therapy was not on. It was turned on and the patient was on program 2 at 2.2v. At this time, it was unknown if the situation resolved. Additional information from the consumer¿s family member reported that the symptoms returned in dec 2015. The patient¿s symptoms were still not under control. The patient had to keep getting up because he was still going through 7-8 pads at night. It was not like that before. The patient tried programs 1 and 2 and was currently in program 2. He wanted to change the program to 3. The patient did not feel stimulation but therapy was not on. When they tried increasing stim, the programmer showed the ¿turn ins on¿ screen. The family member turned the implantable neurostimulator on and the patient felt stim. The situation was resolved; the patient was at 2.4v and stim was increased to 2.5v. This was considered a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if the patient¿s issues had resolved. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the issue was not resolved.